Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the patient was observed to have vaginal bleeding 14 days after the original total laparoscopic hysterectomy procedure. The bleeding was treated with sliver nitrate. The patient reported more bleeding another 14 days later. A CT scan was taken but the specific cause of the bleeding could not be determined by the site. The total amount of blood loss is unknown as no measurements were taken. The patient went home after being treated with antibiotics and has not returned.